Event description:
Patient arrived for angiogram procedure with doctor. While doing an angioplasty to the femoral bypass graft, a piece of the balloon broke off the device and remained inside the patients artery. Doctor used a stent to capture it in place, but the piece did remain inside the patient.